Event description:
Patient was reported to be needing explant of the new vns system due to post op complication: "fluid filled around the generator". No known surgical interventions have occurred to date. A review of device history records showed that both the lead and generator were sterilized prior to distribution and that no unresolved non-conformances were found.